Event description:
A customer contacted baxter technical service center who stated he has been getting overfilled during therapy on the homechoice machine. The home patient (hp) stated he has been feeling very full and hasn't been draining a lot of solution out during each drain cycle. Hp states he had difficulty breathing at one point. Hp stated his biggest concern is the machine does not alarm at all when the drain issues are occurring. The technical service representative (tsr) explained what the alarm requirements were and suggested hp speak with the nurse in regards to adjusting the minimum drain percentage and for the feeling of being too full. No drain or fill volumes were available. Tsr also offered a swap of the device, but the hp declined the swap. Hp stated he would contact the nurse. In 2009, the nurse was contacted and stated that she increased the drain volume in the patient's prescription. He is currently doing fine and no longer has feelings of fullness or difficulty breathing. The nurse did not have any explanation for the patient to claim that he was getting overfilled. No other information was provided. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Since the home patient alleged a malfunction of getting overfilled on the homechoice machine, and no drain or fill volumes were available, this event was reported. CAPA is currently listed on the reportable malfunction list for the malfunction of overdelivery/increased intraperitoneal volume (iipv).